Event description:
The customer reported that the device is not powering on. There was no reported patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.